Event description:
Boston scientific received information that this patient has been experiencing dizzy spells and a syncopal episode is suspected as she had experienced a fall and is believed to have passed out for a few hours. Device interrogation confirmed normal pacemaker function and good battery status. However, as a result of the fall, the patient broke her hip and is now living in a care center receiving physical therapy and will then move to assisted living. The patient's daughter suspects this pacemaker is affected by the recent physician advisory as her mother's symptoms have not improved since implant of this device.

Manufacturer narrative:
A guidant technical services consultant verified that the patient's device has been checked since the fall and also recommended device follow up as soon as possible. The product performance analyst ((B)(4)) forwarded the physician and patient advisory letters to the patient's daughter and informed her to contact technical services with any other questions or concerns. No other adverse events have been reported. This event will be re-evaluated if additional information is received. The device was explanted and returned seven years following the initial observations. This product issue will be updated when device evaluation is complete.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Event description guidant received information that this patient has been experiencing dizzy spells and a syncopal episode is suspected as she had experienced a fall and is believed to have passed out for a few hours. Device interrogation confirmed normal pacemaker function and good battery status. However, as a result of the fall, the patient broke her hip and is now living in a care center receiving physical therapyand will then move to assisted living. The patient's daughter suspects this pacemaker is affected by the recent physician advisory as her mother's symptoms have not improved since implant of this device.